Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection identified no visual anomalies. Technical visual inspection identified no visual anomalies. Device evaluation identified a defective solenoid confirming the reported event. The root cause of the co2 equipment malfunction was the aged solenoid of the pump assembly. In addition, it was determined that the malfunction was not related to the previous repair as this part was not replaced at that time. The solenoid was replaced. The device was re-calibrated, the firmware was set to p.01.46 and tested to OEM specifications. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, the device had a c02 equipment malfunction. There was report of patient involvement; however, there was no reported patient harm. No further information available.